Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component code). Additional initial rep name: (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had internal communication error. There was no patient harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A field service engineer was dispatched to evaluate the unit. The fse was able to confirm an internal communication error. The power was restarted and operation continued, but the system was replaced with a cs300. A system shutdown occurred due to an internal communication error. The executive processor, solenoid driver board and drive manifold were replaced. After replacement, a regular inspection was performed based on the regular inspection record sheet, and the results were good. The record is still pending information regarding if the part is being sent back for evaluation and will be updated when the information becomes available.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11, e1 (initial reporter). It was reported that during use the cardiosave intra-aortic balloon pump (iabp) was experiencing an internal communication error. There was patient involvement but no harm/serious injury reported. The record is being rejected for as the repair information is not provided.